Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection originating from the pocket. The implantable pulse generator (ipg) system was explanted and replaced. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.